Manufacturer narrative:
The company representative suggested the replacement the fluidics module. However, the customer has not approved the quote for onsite visit service. Therefore, the customer reported event was not able to be confirmed or replicated. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing vacuum issues. Additional information has been requested.